Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that she had leaking reservoirs. The customer stated that she has had air bubbles and leaking reservoirs that leaked into the insulin pump several times in the last several weeks, but not currently. The customer also stated that at the time the leaks and air bubbles occur, her blood glucose readings were around 300-500 mg/dl. The customer then stated that she recently gave birth. Nothing further was reported.